Event description:
International affiliate reports that during a procedure for lumbar stabilization, the cortical fixation screw broke. Affiliate reports the event caused unspecified difficulties to the patient and to the surgeon. At this time, the event appears to have been a malfunction that occurred intra-operatively. Depuy spine has requested additional information/clarification as to the difficulties that were caused to the patient and surgeon. If it is determined that an adverse event occurred, a follow up report will be filed with a correction.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the mis ti cortical fixation fenestrated screw revealed that the tulip head had dislodged from the screw shank. No other visual anomalies were noted during the device evaluation. Review of the device history record found no discrepancies. No issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. The root cause is undetermined however it is likely that the screw head was subjected to a higher than anticipated load resulting in head dislodgement. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the devices. The complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.